Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00252 and 2134265-2018-00385. It was reported that a pericardial effusion with tamponade occurred and the patient died. On (B)(6) 2017, the patient underwent pulmonary vein isolation without irrigation. A left atrial appendage (laa) closure procedure was then performed. A watchman ® access system (was) and 24mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but it was too distal. A partial recapture was performed. On re-deployment, it was noticed on angiogram that the legs of the closure device were tangled. The closure device was fully recaptured and removed from the patient. The delivery system and closure device was examined on the prep table and it was noticed that a piece of the patient's tissue was wrapped around the legs of the closure device. It was believed that this occurred during the partial recapture and the tissue was from the patient's laa. On echocardiogram, a small pericardial effusion was noticed. The procedure continued. Another 24mm wds was advanced in the was which was correctly seated in the laa with some room left. The closure device was successfully implanted. On echocardiogram, the pericardial effusion was noticed to be larger. The patient experienced tamponade. The patient received a pericardial drain and was sent to surgery. The surgeon closed the perforation in the laa and the closure device remained implanted. The surgery was successful. It was originally reported to bsc that the patient was discharged home. However, on (B)(6) 2018 it was further reported to bsc that the patient suffered from shock and several of their vital organs were not functioning properly after the surgery. The patient went too long without blood supply and did not wake up from the surgery. The patient passed away on (B)(6) 2017.